Event description:
Information was received from the customer that a long term vent patient became disconnected from the device and the device failed to alarm. The pt was discovered approximately five minutes after the event and was found to be obtuned. The pt was manually ventilated and was placed on another ventilator in the ccu for three days to be stabilized. The pt is reported to have recovered, suffered no long term effects and is back in long term vent care. It is unknown if the pt was being monitored by the other devices or if additional alarms were in use at the time of the event. The pt's trach was not secured to the circuit at the time of the event. The device was evaluated by the facility's biomed as well as functional tests by the MFR and was found to be operating to specification. It has been determined by the facility that the pt had coughed the trach of the circuit and as a result, a large mucus plug remained in the circuit after disconnection creating enough backpressure which prevented the unit from meeting the low pressure setting and alarming.